Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced gastrointestinal bleeding in (B)(6) 2015. No specific information regarding the site or any diagnostic testing was provided. The patient's coumadin was held and the gi bleeding reportedly resolved. The patient remained off coumadin and no further issues with gi bleeding have been reported.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.